Event description:
Pt had percutaneous pinning on right hip in 2001 with synthes screw. Presented to clinic 4 months later with c/o of pain and limping on right side. Brought to or the next day for removal of broken screw and repinning. Retrieved part of broken screw that was not imbedded in bone. Returned to synthes sales rep for quality testing.